Event description:
Boston scientific received information that this right ventricular lead displayed a high out of range shock impedance measurement. An xray revealed a lead fracture. An additional pace/sense lead was connected to the device. This lead was surgically abandoned and replaced successfully. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.